Event description:
It was reported that the shock lead impedance of this right ventricular (rv) lead was found to be high out of range. Technical services (ts) examined device data and found measurements that were up to 144 ohms with a gradual fluctuation. Ts recommended a commanded shock test. No adverse patient effects were reported. Currently, this lead remains in service.